Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stimulation had turned off. They then attempted to increase the stimulation and had a message settings not available. Pt stated they had an amputation 30 years ago and during the amputation a nerve had been damaged so they got awful nerve pain every few months and it was horrendous and incapacitating the nerve pain when it hits. Patient noted the stimulator helped but nothing took it away completely. On saturday afternoon all of a sudden the stimulation stopped and it felt like a balloon deflated and they did not feel the stimulation working at all. Now they could not get the stimulation to go back on and they were getting the message settings not available cannot provide your desired intensity setting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they go to the ymca every day and they do a lot of exercising. Patient used to do heavy lifting but they were told they may not do that anymore so they do aerobic exercising.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.